Manufacturer narrative:
(B)(4). Batch # n56l0p. The analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge reload present. The reload was received partially fired 3/4. However, the reload was received with the cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic prostate procedure, the stapler misfired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how did the device misfire? Didn't form staples distally. Did the device deliver any staples? Yes. If yes, were the staples formed properly? The ones that formed, yes. Not great formation distally. If yes, was the staple line complete? 3/4 the way. Did the device cut? Yes, 3/4 the way. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st.